Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left brachial artery. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left brachial artery. After a 6fr 11cm non-bsc introducer sheath and a 35x180cm non-bsc guide wire was advanced to the lesion, a 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, upon first inflation at 4 atmospheres for 4 seconds, the balloon ruptured. The device was removed from the patient's body and it was confirmed that the balloon ruptured longitudinally. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.